Event description:
It was reported that the shocking issue was not resolved after the patient was given a loaner mobile power unit (mpu). The patient was then given an ICU cover and the patient did not feel shocks anymore.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of ¿feeling shocks when connected to the mobile power unit¿ could not be confirmed through this evaluation. A root cause could not be determined during the evaluation. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the mobile power unit associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Heartmate 3 patient handbook rev b, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ all alarm conditions are addressed. Heartmate 3 instructions for use rev c, ¿replace any equipment or system component that appears damaged or worn¿. Under section 3 ¿powering the system¿, risk of electrical shock is listed in the caution, ¿to avoid the risk of electric shock, plug the mobile power unit into a properly-tested ac electrical outlet that is dedicated to mobile power unit use. Do not use portable, multiple outlet (power strip) adapters or extension cords.¿ ¿do not clean or service the mobile power unit while it is plugged into an ac electrical outlet, or electrical shock may occur.¿ device history record indicated the device was manufactured in accordance to mfg and qa specifications. Mobile power unit serial # (B)(6) was shipped to the customer on (B)(6) 2018. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer reference number: 2916596-2020-05398. It was reported by the vad coordinator that the patient was feeling the "shocks" while on mpu (mobile power unit). The vad coordinator was insisting to change the controller. It was recommended to maybe try a different outlet, issue a loaner mpu, or power module, and see if this still occurred. Log file download and follow-up was to occur when patient went to the clinic. It was also reported that patient was feeling small shocks from the hm3 controller, which left small "bug bite" looking spots on the belly and arms where the controller rested at night. It was noticed on the last 4 to 5 weeks prior to reported event date. Additional information stated that patient switched controller to see if it stopped the shocking episodes. The patient reported that the shocks did not happen on battery power, only while on the mobile power unit (mpu). Patient reported frequency of shocks decreased after controller exchange, but were still happening. The patient was going to try sleeping on battery power to see if that helped. If not, the account planned to check the patient¿s mpu. Patient was asked to bring mpu to clinic so it could be determined if that was where the "shocks" were coming from. Per vad coordinator, it was reported that patient was still getting shocked (even after switching to back up controller). Patient tried plugging mpu into different plugs, and it still happened. A loaner was to be shipped to the patient¿s house to confirm that the mpu was not the issue. Pictures of the spotted areas were requested from the patient. Log files were downloaded on 14oct2020, but nothing abnormal was noted. The patient¿s modular cable was exchanged on 14oct2020 but the patient said that the spots were happening before that.